Event description:
Per the clinic, the device was explanted due to a suspected device problem on (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.additional information has been requested, but not provided as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)